Manufacturer narrative:
Event site postal code: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that after inserting the intra-aortic balloon (iab), the arterial pressure was not displayed on the cardiosave intra-aortic balloon pump (iabp). The iabp was replaced with another and the ap was then displayed. A service representative inspected the iab and found no abnormalities. There was no patient harm or adverse event reported.

Manufacturer narrative:
The iab was returned with the membrane completely unfolded and blood on the exterior of the catheter, between the catheter and the sheath. The returned non-maquet sheath was over the catheter and partially covering the rear portion of the balloon and the catheter tubing. Two kinks were observed on the catheter tubing approximately 81.3cm and 28cm from iab tip. The optical fiber was found to be broken within the catheter tubing at the kinked location by the y-fitting approximately 81.3cm from the iab tip. The pressure tubing and extender tubing were also returned. The optical fiber was found to be broken within a catheter kink, confirming the reported problem. We are unable to determine when this may have occurred. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).

Event description:
N/a.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4).

Event description:
N/a